Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. The customer's blood glucose was not provided. The customer declined to troubleshoot with tandem technical support. Reportedly, customer reverted to manual injections for insulin therapy.